Event description:
Complainant alleged that the medics were attempting to monitor a female patient (age unknown), but the device lost the electrocardiogram display and a dot appeared on the device screen. The medics then observed laser type lines all over the device screen for 15 to 20 seconds. The ECG display then appeared on the device screen, but again the ECG display was lost and the device displayed laser like lines.the complainant indicated that there was no adverse effect on teh patient as a result of the reported malfunction.